Manufacturer narrative:
One device was received for investigation. Visual inspection showed multiple scratches and nicks, pole clamp discolored, quick connect is corroded, enclosure is cracked underneath the quick connect, lcd is missing the standoffs from behind it, and the water tank cover has a crack next to cap screws on the bottom. The device was functionally tested and found water leaking from the tank cover. It was also found that the pump was not circulating. The root cause to the reported problem is over tightening of the cap screws. Multiple scratches and nicks, pole clamp discolored, quick connect is corroded, enclosure is cracked underneath the quick connect, lcd is missing the standoffs from behind it, water tank cover has a crack next to cap screws on the bottom. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Event description:
It was reported that the device as leaking from the front clear plastic. Patient involvement unknown.

Manufacturer narrative:
Other text: b3: date of event and d4: UDI number is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.